Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system was scheduled for a routine battery replacement procedure. After unscrewing the setscrews from the right atrial (ra) port, the terminal pin remained in the header and separated from the lead body upon attempting to disconnect the ra lead. The ra lead fractured, and the conductor wires came undone. The pacemaker and ra terminal pin in the header were explanted, and the decision was made to cut the exposed wiring and surgically abandon the ra lead. The new pacemaker and a new ra lead were successfully implanted. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system was scheduled for a routine battery replacement procedure. After unscrewing the setscrews from the right atrial (ra) port, the terminal pin remained in the header and separated from the lead body upon attempting to disconnect the ra lead. The ra lead fractured, and the conductor wires came undone. The pacemaker and ra terminal pin in the header were explanted, and the decision was made to cut the exposed wiring and surgically abandon the ra lead. The new pacemaker and a new ra lead were successfully implanted. No additional adverse patient effects were reported. Product return was requested.